Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in the mid to distal left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x10mm non-bsc balloon and a 2.75x20mm promus element was deployed in the distal lad. A side branch was protected using a non-bsc guide wire and the 3.5x20mm promus element stent was deployed in the proximal lad. Upon removal of the guide wire resistance was encountered and a micro catheter was inserted for support and the wire was removed from the patient. Coronary angiography revealed that the distal edge of the 3.5x20mm promus element in the proximal lad was shortened. The shortened stent was dilated with a non-bsc 4.0x8mm balloon and a 3.5x12mm promus element stent was implanted between the distal and proximal deployed stents. No additional patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).